Event description:
It was reported that the patient complained of "muscle twitching" near the pacemaker site. The patient experienced a similar complaint prior to the last follow-up in which an atrial lead polarity switch occurred. It was also noted that there was high impedance. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.